Manufacturer narrative:
Date sent: 03/30/2008. Eval summary: the hand piece was returned with the nose cone cracked. The analysis was performed and was found that the hand piece no longer meets the specs for continuity. It was tested on a generator and gave an error code 3. The hand piece was dis-assembled, evidence of moisture ingress and a torn acoustic isolator were found.

Event description:
It was reported that during an unk procedure, the hand piece generated an error 3 code. No pt consequence was reported.